Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective ise tubing. The fse performed ise cleaning with bleach and replaced the ise tubing to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their dxc 700 au clinical chemistry analyzer. There were fifty (50) patient results reported out of the laboratory which were later amended. The customer stated five to ten patient samples were not amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.